Event description:
It was reported that during the implant procedure, the helix would not extend or retract properly with either lead. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the helix will not extend due to being over-retracted, the helix disengaged from helical channel; blood observed in the distal conductor and in/on the helix mechanism; full lead analyzed; (B) (4) the helix will not extend due to the distorted distal coil in the connector. This was caused from over-turning; blood observed in/on the helix mechanism; lead damaged at implant; full lead analyzed.